Manufacturer narrative:
H10 per good faith effort (gfe) response, the bme stated that the replacement ui pcba had been ordered for repair, but it had not been received yet. Repair is still pending.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the screen was blank. It was reported that there was no patient involvement at the time the issue was discovered. The biomedical engineer (bme) reported to the remote service engineer (rse) that the screen was blank. The rse recommended that the bme should replace the user interface (ui) printed circuit board (pcba) and provided the bme with the part number of the replacement ui pcba for repair. Investigation is ongoing.

Manufacturer narrative:
The repair for this device cannot be conducted at this time due to a backorder status of a part (ui pcba) needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When all parts become available, the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.